Manufacturer narrative:
Qn#: (B)(4). Per DHR the product auto endo5 ml lot # 73d1700010 was manufactured on 04/03/2017 a total of (B)(4) pieces. Lot was released on 04/06/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent. The returned sample appears used as there is biological material present on the device. (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. This was repeated multiple times with the same result. None of the remaining clips were able to properly load. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the pusher head was bent. The damages found to the rotation tab and pusher head. Other remarks: could both contribute to clips not being able to properly load into the jaws. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. (B)(4). The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip applier jammed" was confirmed based upon the sample received. One device was returned. The device was found to have a bent rotation tab and a bent pusher head which could both affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. The device was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. Upon functional inspection, it was found that none of the remaining clips were able to properly load into the jaws of the device. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
Reported issue: the clip applier jammed. One clip is all that was available. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the clip applier jammed. One clip is all that was available. There was no patient injury reported.